Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle was physical damaged and had glue in it. The root cause for the damaged receptacle was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.